Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist concluded that their byte treatment caused one of their teeth to fail and was extracted and replaced with an implant. Their dentist told them to immediately stop the use of byte aligners. Patient has implant on #31 and completed a recent dental implant on #3. Provided information to patient on how aligners cannot compromise health tooth enamel. Requested letter of recommendation to cease treatment. This is a contraindicated patient due to having implants.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.